Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" codes were found in the ventilator's downloaded error log. The device's internal battery, thermistor and sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" codes were found in the ventilator's downloaded error log. The device's internal battery, thermistor and sensor board was replaced to address the issue. The thermistor and sensor board were evaluated by the manufacturer's product investigation laboratory (pil) and found the thermistor and sensor board functioned as designed and operated without issue or error codes.